Event description:
(B)(4). Initial info received from a nurse on behalf of a physician on (B)(4) 2008: the nurse reported that a (B)(6) female pt presented to her after receiving therapy wit poly-l-lactic acid (sculptra) (lot # and expiration date unk) on (B)(6) 2008, for an unk indication. The physician reported that the pt experienced a reaction to poly-l-lactic acid, and asked if there is any type of allergy patch testing that can be done for poly-l-lactic acid (sculptra). They had a patient who had a reaction to sculptra and they wanted to see if any of the components of sculptra caused an allergic reaction in the pt: the reaction included swelling, fluid-filled lesions, redness under eyes, forehead and temples, and bruising, with onset two days after her injection administered by another physician. Dosage was unk to the physician as the pt received treatment in another office. Medical history includes contact dermatitis, atrial fibrillation, chronic sinus problems, and reactive airway disease. Concomitant medications include warfarin (coumadin), liothyronine sodium (cytomel), letrozole (femara), montelukask sodium (singular), verapamil, ibandronate sodium (boniva), albuterol inhalation (proventil hfa), emedastine (emadine) eye drops, beclomethasone dipropionate (qvar), fexofenadine (allegra), olopatadine hydrochloride ophthalmic solution (pataday) eye drops, pseudoephedrine/triprolidine (actifed), mometasone furoate (elocon), hydroxyzine (atarax), zinc oxide, and bacitracin. Event is ongoing. No further medical info reported. Addendum for call-back on (B)(4) 2008: nurse called back uspv and provided that she does not have any additional info at this time. Additional info for sculptra (lot #/expiration date unk) from product technical complaint report case ID (B)(6) dated (B)(6) 2008, received by uspv on (B)(4) 2008: batch record review was without "him" to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.